Event description:
It was reported that during an unk procedure, the pad melted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 01/27/2009. Info anticipated, but unavailable at this time.